Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01272 / 01916). Discarded.

Event description:
It was reported that patient underwent a hip revision procedure approximately ten years post-implantation due to pain. During the procedure, the head, cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - approximately 10 years ago. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial total hip arthroplasty approximately 10 years ago. A revision has been indicated due to psuedotumor; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient was revised approximately 10 years post-implantation due to pain, a pseudotumor, and to debride an unspecified defect. During the procedure, the femoral head, acetabular cup and liner were removed and replaced.